Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo performed on unknown dates with unknown sample types. The customer indicated that the sample line was faint and difficult to interpret. Confirmation testing was performed (platform unknown) on unknown dates which generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 902011 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 902011, devise part number 10732998/ lot 891883. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 902011 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The investigation is ongoing. A supplement report will be submitted upon completion of the investigation and receipt of additional information.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo performed on unknown dates with unknown sample types. The customer indicated that the sample line was faint and difficult to interpret. Confirmation testing was performed (platform unknown) on unknown dates which generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Addition information: d4 - lot # , d4 - expiration date, d4 - primary UDI number , h4 - device mfg date the investigation is ongoing. A supplement report will be submitted upon completion of the investigation and receipt of additional information.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo performed on unknown dates with unknown sample types. The customer indicated that the sample line was faint and difficult to interpret. Confirmation testing was performed (platform unknown) on unknown dates which generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.